Manufacturer narrative:
One device was returned for analysis. Complaint of lifted downstream occlusion (dso) seal was confirmed through visual inspection and occlusion test. No relevant event history or service history was found. Replaced dso seal. Device passed testing post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump has a lifted downstream occlusion seal. This event occurred during testing. There was no patient involvement or harm.